Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "when the surgeon fired the second clip it was crossed, with the 3rd and 4th clip the trigger was very hard and she had to apply a lot of strength to close the trigger. The surgeon fired two more clips outside and after that the clip applier worked properly. He finished the surgery with this clip applier. Surgeon mentioned that she had the feeling that after 3/4 clips, the clip applier worked better. In this hospital they used our clip applier regularly, they buy the clip applier in a kit. The surgeon has size 6 of gloves."